Event description:
Revision surgery - due to the patient's hip being unstable. The surgeon converted from a hemi hip to a total hip.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 49 days of patient use. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part #: 41200053-20) to be out of tolerance. These parts were accepted with the justification: "parts are inspected to a finished print. Excess material to be removed at normal manufacturing operations". A review of the product complaint report history showed tis is the first complaint for this lot. The root cause for the instability could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.